Event description:
It was reported that during a lap gastrectomy procedure, clip didn't come out. Initial use. No patient consequences.

Manufacturer narrative:
Evaluation summary: the instrument was received in good visual condition. Dried body fluids were found on the handles, trigger, knob, shaft, shrouds and jaws. The instrument was cycled, and it ejected the remaining 3 clips. Device was noted to have the lifter spring out of position; therefore clips were ejected upon firing. Device locked out as intended. Jaw width measured within acceptable limits.